Event description:
It was reported that the patient received inappropriate shocks due to t wave oversensing on the right ventricular lead. It was also reported by the patient that their spouse was also shocked when the patient was shocked, and that they saw "a green arch go from the right side of my chest to the left side." It was further noted that the device was implanted after the use before date. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.